Event description:
It was reported that start new sensor occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a replace sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor prompted was reported. The sensor was inserted into the arm on (B)(6) 2024.the product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and passed. A review of the log was performed and early sensor exploration was found. The allegation was confirmed. The probable cause of the early sensor expiration could not be determined. The reported event of a new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.